Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during iabp initiation intra-aortic balloon (iab), both the arterial pressure and fiber-optic cables were connected, causing a fiber-optic failure alarm. The team switched to fluid-filled monitoring but the alarm persisted until the fiber-optic cable was unplugged. Support continued in auto-mode using ECG without delay or patient harm.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: g2.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (lot and UDI).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Due to character limit in e1 initial reporter name is (B)(6). Corrected field: b5, d4 UDI number, e3, g2. Upon initiation of iabp support, the nurse plugged in the arterial pressure cable in addition to the fiber-optic cable. There seemed to be some confusion over correct procedure. Shortly after, the iabp alarmed and read fiber-optic failure. They kept both plugged in but switched to fluid filled with a pressure bag. They called because it was still alarming. After troubleshooting, they unplugged the fiber optic able to stop the alarm. They were comfortable in proceeding without fiber optic. There was no delay in support, and no patient harm. They were using it in auto-mode using ECG as the primary trigger. They did not request any additional information, and did not request a replacement or follow up.

Event description:
It was reported that upon initiation of iabp support, the nurse plugged in the arterial pressure cable in addition to the fiber-optic cable. There seemed to be some confusion over correct procedure. Shortly after, the iabp alarmed and read fiber-optic failure. They kept both plugged in but switched to fluid filled with a pressure bag. They called because it was still alarming. After troubleshooting, they unplugged the fiber optic able to stop the alarm. They were comfortable in proceeding without fiber optic. There was no delay in support, and no patient harm. They were using it in auto-mode using ECG as the primary trigger.